Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: patient age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: reporter email address unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed due to a fractured screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, apparent bone / tissue attached to external threads. Some damage was identified at the collar region, likely from the removal process. However, a fractured screw was identified stuck inside the implant. DHR review was completed for the subject lot number 61758420. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61758420 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implant has apparent bone / tissue attached to external threads. Some damage was identified at the collar region, likely from the removal process. However, a fractured screw was identified stuck inside the implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.